Event description:
The clinician reported that almost 1.5 years after the dental implant was placed in ada site 19 in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician reported the patient's excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.